Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin.net transmission. The transmission showed ventricular oversensing on the right ventricular lead and implantable cardioverter defibrillator. Programming changes were made to address the oversensing. The patient was in stable condition following reprogramming.

Manufacturer narrative:
Additional information: updated date of birth.